Event description:
It was reported during a podiatry procedure at the user facility that the tps micro driver was running in safe mode. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device will not be returned for analysis as it was sent to a third party; it is not possible to determine the cause of the reported event without an evaluation of the device.